Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The mother of an in-home patient reported that her son had the listed tracheostomy tube in place when a leak in the device cuff was identified. According to the reporter, 6cc of water had originally been placed in her son's cuff, but only 5ccs could be removed after 2-3 days of device use. No adverse health outcome was reported in result of event. The reporter's contact information has been requested; no response has been received at this time.

Manufacturer narrative:
The customer reported that three devices contributed to three reported events (once device per event). In response to the reports, three initial medwatches: 2183502-2016-00779, 2183502-2016-00780, 2183502-2016-00781 were submitted. The customer returned three used products for evaluation. It cannot be determined which sample was associated with which reported occurrence; therefore, the evaluation of the three returned samples will be used for each medwatch follow-up. During functional testing of the three devices, 7cc of air was inserted into each device cuff; none of the cuffs remained inflated. The three device cuffs were then re-inflated with air and the entire device was submerged in water. Bubbles (indicating a leak) were observed escaping from the cuff on all devices. It was observed that each cuff was leaking from approximately the same location when assembled to the shaft; however, the leaks were not in the same location relative to the mold parting lines on the cuff. Manufacturing 100% inspects for leaks prior to packaging and quality performs an additional inspection for leaks. This type of defect would not have passed either inspection. A review of the production process after leak testing did not reveal any concerns where the cuff could have been damaged by a sharp object. Investigation could not determine the cause of the holes in the device cuffs; however, no evidence was found to suggest an intrinsic manufacturing issue. Updated information: date device was received for investigation (05/20/2016). Date device investigation completed (07/08/2016).